Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that vessel dissection occured. Vascular access was obtained via the radial artery. The 90% stenosed, concentric, de novo target lesion containing a lesion bend of >45 and <90 degrees bend was located in the mildly tortuous and mildly calcified left anterior artery. Pre-dilatation was performed resulting to 80% residual stenosis. A 2.75 x 38 synergy drug-eluting stent was deployed to treat the lesion. However, during deployment, a dissection was noted. The physician used another stent to bail the patient out and the procedure was completed. There were no further patient complications were reported and the patient's status was stable.